Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: a manufacturing record evaluation was performed for the finished device product code: 04.233.000s-us. Lot number: 6725p17. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 17-july-2023. Manufacturing site: jabil bettlach. Expiry date: 30-june-2033. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, at the end of the operation, the doctor wanted to implant an end cap. The surgeon was given the end cap and the procedure was completed. Subsequently, the hardware was prominent and after reviewing the x-ray, it was determined that it had been the wrong end cap for the nail that was used. The doctor came up with a solution that would separate the implants and mentioned that he would check under fluoro next time. There was patient outcome reported. This report involves one (1) end cap for rfna / 0mm sterile. This is report 1 of 1 for (B)(4).